Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a large volume infusor had a black particle. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date november 12, 2015 ¿ november 14, 2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the presence of dark brown particles. Fourier transform infrared spectroscopy identified the particle to be (B)(4). The particles have no contact to the fluid path because they were completely molded in the material of the tubing. The cause of the particles was undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.